Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead perforated the patient's heart wall. A revision procedure was performed and this lead was removed and replaced with a passive lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead perforated the patient's heart wall. A revision procedure was performed and this lead was removed and replaced with a passive lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.